Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid resection procedure. The circular stapler was used, but after the second use of the circular stapler there was still leakage from the anastomosis. Some staples were able to be fired but the staple line was incomplete. Due to leakage from both circular staples, had to resect even more larger intestine than expected. There was unanticipated tissue loss and tissue damage that was considered permanent. Decided to convert to open surgery, the incision was extended by more than one inch. The patient had a longer surgery than expected. The event lead to or extended the patient's hospitalization time. The patient also developed a stoma.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. The visual inspection and functional evaluation of the devices had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.